Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 after getting settled into the cardiovascular intensive care unit (cvicu) the patient became acutely unstable and on echocardiogram it appeared to not be filling the left ventricle (lv), despite multiple volume given. Due to the patient's right side seemed tenuous coming out, the patient was brought back to the operating room (or) anticipating that the patient would need right sided support placed, however it was noticed a large clot on the right ventricle (rv) and a tamponade situation. Once the clot was removed the patient's hemodynamics improved significantly. There did not appear to be any additional signs of bleeding at that time. As a precaution the chest was left open. Early morning, the patient had high output from the chest tube sites so the patient was brought back to the or and found under washout that there was an area near the sewing ring that was oozing. Another suture was placed and the bleeding stopped. At that time, the patient's chest was closed and the patient was recovering well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the suspected thrombus could not be conclusively determined through this investigation. The report of bleeding from the apical cuff could not be confirmed through this evaluation and a specific cause for the reported event could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instruction for use (rev. C) contains the following information: section 1 lists thromboembolism and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the left ventricular assist device assembly device history records showed that the cuff lock installed on (B)(6), passed all inspection and testing. No further information was provided. The manufacturer is closing the file on this event.